Manufacturer narrative:
The device was disposed at the facility.

Event description:
It was reported that during the mechanical thrombectomy of the right m1 middle cerebral artery (mca) occlusion, difficulties were encountered to remove the most distal part of the subject retrieval device. The retriever device could not be recaptured into the distal access catheter during the third and final step. The physician stated that the clot was very difficult to remove due to severe vessel tortuosity just proximal to the clot. Eventually, the clot was completely removed. A thrombolysis in cerebral infarction (tici) score of 1 was achieved post procedure. There was no clinical consequences to the patient due to the reported event. Four (4) days post procedure, the patient was discharged home in stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The reported information indicated that the physician had difficulty withdrawing the retriever into the distal access catheter. It was also reported that the patient had extensive severe tortuosity just proximal to the clot. The severe tortuosity most likely caused the reported difficult withdrawal. Therefore, an assignable cause of operational context has been assigned to the reported event.

Event description:
It was reported that during the mechanical thrombectomy of the right m1 middle cerebral artery (mca) occlusion, difficulties were encountered to remove the most distal part of the subject retrieval device. The retriever device could not be recaptured into the distal access catheter during the third and final step. The physician stated that the clot was very difficult to remove due to severe vessel tortuosity just proximal to the clot. Eventually, the clot was completely removed. A thrombolysis in cerebral infarction (tici) score of 1 was achieved post procedure. There was no clinical consequences to the patient due to the reported event. Four (4) days post procedure, the patient was discharged home in stable condition.